Event description:
It was reported the insulin pump alarmed no delivery and it stopped on its own. Customer's blood glucose was not provided. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.